Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken tube extension at the proximal end. The broken piece was returned measuring roughly 0.223" x 0.336" in size. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint is being reported due to the following conclusion: this event involved fragments falling into a patient and was successfully retrieved with no lasting permanent impairment of a body function or permanent damage to a body structure occurred; however, there was no evidence or claim of user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a piece of tube extension from the monopolar curved scissors instrument broke off and fell inside the patient. The fragment was observed in the mesenteric when inserting the drain under laparoscopic visualization after the da vinci was rolled out. The fragment was retrieved laparoscopically. There was no report of patient harm, adverse outcome or injury.